Event description:
It was reported that 4 days post implant this right ventricular (rv) lead exhibited high pacing thresholds along with low sensing amplitudes. X-ray imaging was obtained and possible lead perforation was noted. A follow-up CT was ordered to confirm, but there is no evidence this has been completed. No adverse patient effects were reported. This lead remains in-service. Additional information: this lead has been explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that 4 days post implant this right ventricular (rv) lead exhibited high pacing thresholds along with low sensing amplitudes. X-ray imaging was obtained and possible lead perforation was noted. CT imaging was ordered to confirm but has not yet completed. No adverse patient effects were reported. This lead remains in-service.